Manufacturer narrative:
Follow-up #1 date of submission 02/08/2017-device evaluation: the cartridge has been returned and was evaluated by product analysis on 02/08/2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the blue plunger that attaches to the cartridge for the filling the cartridge prior to use could not be secured properly to the cartridge. It was reported the patient removed it and used their fingers to attempt to manually pull the cartridge when filling with insulin. It was reported the patient pulled back too hard and insulin spilled out of the cartridge. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the potential of preventing the use of the device.